Event description:
It was reported to covidien on 03/17/2009 that a customer had an issue with a dialysis catheter. The customer states that the back end of the catheter cracked. This catheter was pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.